Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026 at abdomen insertion site and infusion set was used for one day. Blood glucose level was high at the time of the event and patient took insulin pen to resolve the issue.